Event description:
Device moved from intended location since the batch number has been added, it has concluded in an update that is provided in this follow-up report.

Event description:
Device moved from intended location.